Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was able to confirm the customer's indicated failure mode. Based on the root cause / potential root cause for the side pierced sleeve was determined to be the tube not being pushed straight on the np cannula during blood collection.

Event description:
It was reported that blood leaked from the line of the bd vacutainer® adapter. No serious injury or medical intervention.